Manufacturer narrative:
Investigation summary data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm stopped ¿ event set # 1043) triggered while running an impella. Subsequently, multiple impella stopped alarms were. The logs also reported process sampling data from optical bench: sent stop acquisition cmd ack, indicating ossi opsens receive thread gets a data sampling packet with an unexpected length. Real time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are lastly reported as +16384 values, and then, no more samples were recorded. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection. Lastly, the user required to perform a hard shutdown. Device analysis: console (ic5260) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the loss of placement signal and controller error alarm. The log entry processsamplingdatafromopticalbench: sent stop acquisition cmd ack indicates the sent stop acquisition cmd flag was set when entering, ossi_sampling_stopped_state which eventually led to a false communication stopped condition. A software anomaly record was already opened in response (gid-dft-2927090). Root cause: the root cause of the controller error alarm and loss of placement signal was due to an aic software anomaly. Device history lot n/a device history batch subcomponent name: aic system software v12.2 material number: spec-2831 lot number: n/a serial number: n/a device history review q1) service history review - are there an qns associated with the complaint device¿s most recent service report? There were no nonconformances observed in most recent fsr. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a q3) complaint history review - have there been any other complaints against this console? No product history review summary : there were no other compliant discovered when reviewing the product history of console ic5260.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: upon initiation of impella cp support, ultimate controller errors occurred. An aic transfer was successfully completed without interruption in support. The patient expired four days later; however, the device malfunction was not a contributing factor to the death, which was likely due to the patient¿s clinical condition. The event will be conservatively reported as a device malfunction because of the nature of the alarm. Change in reportability. After review of the case by medical safety, it was determined the event is a malfunction type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical/impact codes, medical device problem code and component code) have been updated/corrected fully repopulated accordingly. Device status. Further additional information noted the automated impella controller device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that upon implant of an impella cp no position waveform was displayed and an automated impella controller (aic) alarm occurred. The aic was replaced to continue patient support. The patient expired on impella support.